Event description:
It was reported that the user experienced recurring alert 38 on the ilet, consistent with a motor stall, despite multiple restarts, and customer care provided troubleshooting that identified a likely supply-related mechanical issue and educated on correct supply-change procedure, including advising a full supply change and a dry run; blood glucose was reported unaffected, and the user utilizes a 6 mm/23 in infusion set and a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor during insulin delivery, likely related to supply connection technique outside the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.